Event description:
It was reported that a patient underwent a laparoscopic colon resection and a topical skin adhesive was used. At an unspecified later time, some blistering around the incision sites was observed. Additional information has been requested.

Manufacturer narrative:
Additional narrative: it was reported that the patient is allergic to the product.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.